Manufacturer narrative:
Patient information was unavailable from the site. The patient tracker was returned for analysis. Functional testing found that there was a dead coil causing the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the instrument would not verify. The site used a new instrument and proceeded with the case. There was no reported delay to procedure and no reported impact to patient outcome.